Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5160500. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 357888.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the presence of high impedances measurements on the lead and attempts to reprogram the device were successful. However, the patient began experiencing rapid implantable pulse generator (ipg) battery depletion and underwent a revision procedure where the leads and ipg were replaced. The patient did well postoperatively. The explanted devices were discarded by the facility, as such, physical analysis could not be conducted in our laboratory.